Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose over 500mg/dl. It was stated that the doctor requested a replacement of the insulin pump before releasing the customer. Advised the doctor that a replacement of the device would be sent. No further information was provided.